Event description:
It was reported that the lv and rv leads were replaced due to high thresholds and the "patch system failed." There were no reported patient complications as a result of this event. Edited 30-apr-2010 the device was not implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4): no anomalies found; proximal segment returned and analyzed. (B) (4): no anomalies found; proximal segment returned and analyzed. (B) (4) proximal segment (B) (4) proximal segment